Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer stated that the motor error occurred during rewind and there was also a no delivery alert. The customer was also advised to reconnect the original reservoir with infusion set. The customer will be sent a replacement reservoir.